Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade, staples in the cut ring, and the safety was broken off. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage and staples in the cut ring may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." The root cause of the observed damages was misuse of the product which caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of broken safety that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic adenocarcinoma procedure, while in the upper rectum level, the stapler stapled but did not cut. The security shaft remained blocked. After the stapling, the handle was re-opened and it was found out that it was partially stapled and partially cut. The surgeon had to redo the entire anastomosis which means removing the blocked handle and anvil, use of a new handle and a new anvil, redo the dissection of the rectal stump that went under the prostate and staple with the new handle and the new anvil. There was unexpected tissue loss and tissue damage as the surgeon had to re-dissect the rectal stump and redo the anastomosis.